Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had an unexpected refractive outcome. Although the lens seemed to be aligned well, the surgeon indicated that there was unexplained residual astigmatism. The outcome was causing the patient blurred vision. In a follow up, a nurse reported that the lens was exchanged 4 months after initial implantation for another similar lens of one diopter less power.